Event description:
It was reported that a button on the customer's insulin pump wouldn't engage and was working but not making a physical or audible click. He was advised to discontinue use of the pump and revert to a back-up plan. The customer did not recall any significant events leading up to the alarm. His blood glucose level was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch for esc and act buttons. The insulin pump was also received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).